Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the radical resection of open sigmoid colon cancer surgery, when severing the stump of rectum tissue, after fired, noted staples malformed. Used suture to oversew and then changed the new one to complete surgery. No additional information can be provided. Malformed staples.